Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, right atrial {ra) far-field oversensing which led to inappropriate atrial tachy response (atr) was observed. It was noted that the ra lead is a competitor lead. Ts provided the hcp with programming recommendations. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).